Manufacturer narrative:
Concomitant medical device: sec tubing; filter, therapy date (B)(6) 2017. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at 0340 sodium phosphate was programmed to infuse 120 ml as a secondary at 60ml/hr. At 0414, the rn noticed that bag was empty and programmed the pump to deliver 0.1 ml so the secondary line would finish and the infusion would go back to the primary infusion of normal saline at 10ml/hr. The patient experienced increased cardiac ectopy including pacs and pvcs and required frequent blood work which revealed that the electrolytes were stable. It was also reported that the previous evening at 2115 a secondary infusion of 260 ml magnesium sulfate administered through the same pump and tubing was programmed for 83.3ml/hr but completed sooner than expected at 2233. The following day the IV site was noted to have a 2 inch long area of redness requiring the removal of the IV. The tubing was discarded. Additional infusions included levophed and propofol.

Manufacturer narrative:
The customer¿s report of infusing faster than expected was confirmed. Physical inspection noted the device to be in fair condition with a crack in the lower door hinge and dull iui connectors. Analysis of the pcu event log shows that the device was in use and infusing nacl 0.9% at a rate of 10ml/hr. At 3:40 am on (B)(6) 2017, the device was programmed to infuse a custom concentration secondary infusion of sodium phosphate peripheral at 120ml/hr (dose = 30mmol). This rate exceeded the guardrails hard limit of 60ml/hr; the user reprogrammed and the rate was changed to 60ml/hr. At 4:14 am, the user changed the vtbi to 0.1ml. Twenty-seven seconds later, the secondary infusion completed and the device transitioned to the primary infusion at 10ml/hr. At 4:36 am, the user selected the device and the door was opened. The device then alarmed for check IV set. Thirty-two seconds later, the user channeled off the device. At 4:39 am, the user cleared the volume infused. Five seconds later the user channeled the device off again and the system was shutdown and powered off. The volume recorded as being infused during this period was 8.879ml for the primary infusion and 34.014ml for the secondary infusion. Functional testing was performed and found the device to be delivering fluid out of specification on the high side, although the test did not result in an empty bag. The root cause of the customer¿s report was identified as the pump module being out of calibration.